Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasoft lancing device's threads were stripped/worn. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient claimed the alleged issue with the lancing device may have began approximately 1 year ago since it is then that he noticed an increase in pain when lancing his fingers. However the alleged worn threads were identified by his caregiver a day prior to contacting lifescan. The patient claimed he had been using the lancing device at the lowest depth setting for the past year not knowing that it was damaged. He claimed that approximately 6 months ago, he noticed that when lancing his fingers, it would leave a visible wound and bled more than normal. Approximately two weeks prior to contacting lfs during a routine checkup at the doctors, the patient was informed by his doctor that the skin where he was lancing his fingers was becoming infected and prescribed antibiotics. The patient informed the mss that he suffers from neuropathy and therefore wasn't aware that the skin had become infected. A week later he returned to the doctor's and was told the infection had healed. At the time of troubleshooting the cca confirmed the patient had owned the subject lancing device for 7-8 years. The issue remained unresolved after troubleshooting and replacement product was sent to the patient. This complaint is being reported because the patient allegedly developed a skin infection while using the broken lancing device and therefore received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the lancing device involved with this complaint failed testing. The casing was damaged/broken. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.